Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 300 mg/dl to reading "high", a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump and manual dose injection. The customer cleared the alarm and reported that the pump supplies would be changed. Reportedly, the customer was using cold insulin and trusteel infusion set for longer than 48 hours., tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.